Event description:
Customer reported that when the alarm is connected with the hook and loop sensor and the belt are released the alarm does not sound. The batteries have been replaced with a new supply. There was no visible damage reported. There was no pt incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation, but has not been received. Note: this submission is based solely on the user facility statement. Note: posey warning statement: make sure alarm is on and in monitoring mode (monitoring indicator led is flashing green). Check that the rj11 plug on the sensor cable is not damaged (plug broken, or wires disconnected) and is securely connected to the alarm. (B)(4).